Event description:
Consumer left an amazon review for inteliswab on (B)(6) 2023 stating the following: I used this the same morning I had a doctors appointment. I was feeling sick lately and was very concerned I had covid. This test showed positive. Once I got to my doctors office, they tested me for covid and it came back negative. Very disappointed in this test kit. I trust my doctor more than an online kit.

Manufacturer narrative:
Consumer left a review on amazon.com stating that they received a positive result using the inteliswab test then went to the doctor and tested negative. Orasure technologies, inc reached out to amazon in an attempt to contact the consumer. Orasure technologies, inc is unable to contact consumer per amazon directives. No further action is to be expected with this complaint and it will be closed internally.

Event description:
Consumer left an amazon review for inteliswab on january 13th, 2023 stating the following: I used this the same morning I had a doctors appointment. I was feeling sick lately and was very concerned I had covid. This test showed positive. Once I got to my doctors office, they tested me for covid and it came back negative. Very disappointed in this test kit. I trust my doctor more than an online kit.